Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported difficulty to remove the catheter from the guidewire was not able to be confirmed; however, the material separation was able to be visually confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove the catheter from the guidewire and subsequent material separation appear to be related to circumstances of the procedure. The catheter was returned with the distal tip stretched, torn, and separated¿which is consistent as an effect of the reported difficulty to remove the imaging catheter from the guidewire. In this case, it is likely that the guidewire¿s condition or performance caused the reported difficulty to remove which resulted in material separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the distal tip of the dragonfly opstar catheter got stuck on the non-abbott 014 guide wire after pullback. The device were pulled out of the patient as one device. Outside the patient anatomy, it was noted that the blue tip had separated and remained on the guide wire. There was nothing left in the patient anatomy. The procedure was completed successfully with a stent implant. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.